Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated accu tni result generated by the access 2 immunoassay system for one pt. Customer tested a sample for accu tni and initially did not obtain a result due to insufficient sample flag. When tested at a later time, it gave a result of 6.30ng/ml. This sample was tested on a different instrument and gave a result of 0.03ng/ml. Another sample from this pt when tested for accu tni on a different instrument, gave a result of 0.03 ng/ml. The erroneous result was reported outside of the laboratory. The customer did not report pt injury requiring medical intervention or change to pt treatment attributed or connected with this event.

Manufacturer narrative:
The customer collects samples in lithium heparin tubes. Qc was within specs prior to and after the event. System checks performed two times in 2008 met specs. Per the cf, the customer reported no instrument issues and no events posted to the event log. Customer technical service (cts) offered service to the customer in regards to this event and the customer declined and believed that the erroneous result obtained was due to the technician using the incorrect tube/rack combination. Erroneously low results could be obtained due to insufficient aspiration of pt sample. A clear root cause for this event has not been determined to date. A malfunction will be submitted for the purpose of this report.